Event description:
It was reported that noise was observed on the implantable cardiac monitor device just after being implanted. It was further reported that the device was implanted at a forty-five degree angle. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).